Manufacturer narrative:
No product will be returned. The customer¿s complaint could not be confirmed because the product will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported from the out patient center and blood infusion center that there have been several instances of tubing sets that the drip chamber cracked and leaked during priming. A new tubing set is primed which causes a delay. Although, it was reported that patient care was delayed it did not contribute to, or result in serious adverse impact to any patient, nor was the tubing set attached to the patients at the time of the event.